Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the luer hub was found detached from the extension line of the distal lumen during placement. Therefore, the catheter was replaced with a new one. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the luer hub was found detached from the extension line of the distal lumen during placement. Therefore, the catheter was replaced with a new one. No patient harm reported.

Event description:
It was reported that the luer hub was found detached from the extension line of the distal lumen during placement. Therefore, the catheter was replaced with a new one. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned multiple components of one 3-l cvc kit for investigation. Signs of use in the form of biological material was observed on the returned sample. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The total length of the catheter body measured to be 345mm which is within specifications of 341-366mm per product drawing. The outer diameter of the distal lumen measured to be 2.19 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.4986mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)". The proximal and medial lumens were flushed using a water-filled lab inventory syringe. Both lumens flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple , and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A device history record review based on a potential lot number from sales history was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.